Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. The customer attempted to load a new cartridge to resolve the issue, however, an altitude alarm then occurred. Reportedly, an obstruction was blocking the speaker holes. The customer removed the obstruction from the speaker holes and loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.